Event description:
The customer reported that the system intermittently would display a communication error message that would prevent the system from booting up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply, fluoro functions board and generator interface board was replaced. The system was then found to be operating as intended.